Manufacturer narrative:
November 24, 2015 04:36 pm (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro seemed to be cutting slower at the beginning of the case. Harvester stated that the patient was in renal failure, had low platelets which made the harvest overall more bloody and challenging. The harvester checked the device to make sure it was on the correct setting. Approximately three quarters of the way through the procedure the harvester noticed the jaws smoking more when she would cut. The device was removed from patient and a lot of charred tissue was stuck to the jaws. The harvester then cleaned the device and continued the procedure. The procedure was completed successfully. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).a lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro seemed to be cutting slower at the beginning of the case. Harvester stated that the patient was in renal failure, had low platelets which made the harvest overall more bloody and challenging. The harvester checked the device to make sure it was on the correct stetting. Approximately three quarters of the way through the procedure the harvester noticed the jaws smoking more when she would cut. The device was removed from patient and a lot of charred tissue was stuck to the jaws. The harvester then cleaned the device and continued the procedure. The procedure was completed successfully. The hospital did not report any patient effects.